Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm micl12.1, -13.5 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2013. It was reported that patient is developing early cortical cataracts and the icl will be removed and exchanged. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm micl12.1, -13.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2013. It was reported that patient started developing early cortical cataracts. The icl was removed on (B)(6) 2019. The icl was exchanged for a same model larger length lens with same diopter. The reporter will not know if the issue was resolved until further follow up. (B)(4).

Manufacturer narrative:
The lens was returned in liquid in a lens vial. Visual inspection found lens haptic torn. (B)(4).